Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance of the trilogy o2 device. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed on the o2 sensor calibration test step during testing. The manufacturer's service technician replaced the device's oxygen blending printed circuit assembly (pca) board to address the issue. Additional findings not related to the malfunction/issue was the write oxygen blending module (obm) sensor calibration table test step had failed on the device. The manufacturer's service technician replaced the oxygen blending pca board to address this issue. The manufacturer's service technician observed damage to the number of screw fastening exceeded the prescribed time. The manufacturer's service technician replaced the device's base enclosure case to address this issue. The manufacturer's service technician observed the detachable battery pack needs replacing on the device. The manufacturer's service technician recommended replacing the device's battery pack to address this issue. The manufacturer's service technician proactively replaced the following parts as part of the preventative maintenance for this device: internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, and the forty-three (43) micron filter. After all of the parts were replaced on the device, the manufacturer's service technician performed the repair test and run-in test, along with the battery check. The manufacturer's service technician determined the device was operating properly, and it was cleaned.